Event description:
It was reported that in 2008, a software download was performed. Since then the device had reverted to nominal settings and cleared the diagnostics. The device was replaced.

Manufacturer narrative:
Na